Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-apr-2024, it was reported that on 04-apr-2024, the patient experienced that the infusion set cannula was bent, resulting in an occlusion alert. The infusion set was placed in the abdomen. Patient had high blood glucose and they did a correction bolus earlier and received an occlusion alerts. In addition, the patient changed the location of the infusion set, placing it in the buttocks. They did another bolus and received an occlusion alert. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.